Event description:
It was reported that pump displayed malfunction alarm code 13 that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, and technical support arranged shipment of replacement pump.